Event description:
Patient reported issue with one of their solis pumps alarming randomly. Patient was in church and pump started alarming and was able to resolve alarm for a little bit and then it would randomly alarm again. Patient is currently driving home and pump is no longer alarming but patient is also due for a change, so patient is going home to do a new mix and switch to back up pump. Patient called back reporting no further issues with pumps. Patient stated that they now believe that the pump was alarming because of the tubing and the way the patient placed her pump in their fanny belt. No replacement pump needed. Device serial number and expiration unknown. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin - 85ng/kg/min. IV remodulin patient via solis pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Troubleshooting? Patient did not report how she was able to trouble the alarms.